Event description:
This does not occur on just one particular date. Wearing a face mask all day at work always leaves me feeling nauseous, light headed after about 4 hours. At the end of the day I have a bad headache that does not resolve with medication. It resolves overnight after sleeping. FDA safety report ID # (B)(4).